Event description:
Adverse event(s): "had to wait 45 minutes in operating room for implantation" (no code available). Product problem(s): "broken haptic" (break [haptic]). A surgeon reported that upon opening an intraocular lens (iol) during a surgical procedure, it was noted, the haptic was broken. There was a 45 minutes delay in the surgical procedure while waiting for a replacement iol. On the first postoperative day, the pt's visual acuity was 20/200. At a later postoperative visit, the pt's uncorrected visual acuity had improved to 20/80. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic had a scuff/mark. The lens damage was indicative of lens case damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).